Event description:
Additional information was received on 12/16/2024: the part and lot number of the needle that broke inside the ar-12990 knee scorpion is the ar-4551sutureloc / lot: 15342749. The broken needle appears to be still stuck in the ar-12990 knee scorpion. The case delay was at least 45 minutes. The case was completed using a bird beak to pass the suture through the meniscus.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-4551 / batch 15342749 was received inside an ar-12990 serial/batch number (B)(6) for investigation. Functional testing of the ar-12990 found that the needle cannot be fully inserted and gets stuck inside the shaft of the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle and causing a blockage within the shaft. Dfu-0392-revision 1 warns against the usages listed to help avoid needle breakage and potential patient injury.

Event description:
On 12/10/2024, a sales representative reported via (B)(4) that an ar-12990 knee scorpion had the needle break off inside, causing it to jam and get stuck inside the device. The needle could not be removed or a new needle loaded. No pieces broke off inside the patient and the case was completed successfully. This was discovered during a root repair procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.